Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this system was explanted due to out of range pacing impedance measurements which were greater than 2000 ohms on the right ventricular (rv) channel. Impedance was 2100 ohms during implant testing and increased to 2500 ohms one day post implant. Therefore, a revision procedure was performed. Lead dislodgement was suspected; however, visual inspection of the lead identified a potential fracture. A replacement device and lead were implanted. No additional adverse patient effects were reported.